Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracks and it was exposed to moisture. The insulin pump had fluid under the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.